Event description:
It was reported that this device was exhibiting premature battery depletion. The battery's longevity had decreased by 4.5 years within approximately one years time. Additionally, the power consumption was at 127% usage. It is intended that a copy of device memory will be saved and submitted to boston scientific technical services for analysis of the battery. This device remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device was exhibiting premature battery depletion. The battery's longevity had decreased by 4.5 years within approximately one years time. Additionally, the power consumption was at 127% usage. A copy of device memory was saved and submitted to boston scientific technical services (ts) for analysis of the battery. Engineering review of device data determined that the device is high rate atrial sensing at an average rate of 347 beats per minute. High rate atrial sensing can cause an increase in power consumption. The patient's atrial fibrillation became more prevalent sometime last year, and as a result, the device started consuming additional power. A ts consultant recommended programming the device to a non-atrial based brady mode, and turn off the atrial sensing lead. This device remains implanted and in service. No adverse patient effects were reported.